Event description:
It was reported during use that intra-aortic balloon(iab) rn calls to report blood in the helium tubing of a sensation plus iab that has moved all the way into the cs300 console. There is no harm to the patient due to this issue.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6) . The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint ID: (B)(4).

Event description:
N/a

Manufacturer narrative:
Updated fields: a2, a3, a4, b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11 no decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Complaint ID: (B)(4).